Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Placement signal issue: due to a lack of sufficient clinical details, no data logs or product returned, the cause cannot be established. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported a 79-year-old male on impella cp for acute myocardial infarction. During support while on bypass, the cross clamp was placed over cp cannula. While coming off bypass, impella restarted and waveforms were showing inaccurate compared to echo. The lv waveform was visible, but no numbers populated. A tee used to verify placement, which was optimal. Adjustments were made to the meds and fluid status to optimize flows, but the console didn¿t seem to be reflecting the same picture as tee. As a result, the cp was removed. The patient survived the procedure.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.